Event description:
Additional information was supplied by the customer. The fault was found when starting up the device during the hospital's regular device inspection. No procedure was involved.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5) and the results of the legal manufacturer¿s investigation. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. However, a similar complaint, (B)(4), was initiated from another facility. Conclusion: symptom 1: the lamp does not light up. The root cause could not be identified; however, it may be presumed that the phenomenon occurred due to the burning of the xenon lamp. Symptom 2: a broken fan with a high temperature alarm. The root cause could not be identified; however, it may be presumed that the high temperature alarm sounded due to the fan not working and the device overheating. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation that the lamp did not light was confirmed because the lamp was burned. During the inspection, an additional reportable malfunction of the fan did not work, resulting in a high temperature alarm. The alarm sound indicates that the temperature of the product had risen and the safety function (alarm) was working. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the lamp light sometimes was not working on the visera pro xenon light source. There were no reports of patient harm associated with this event.